Event description:
Information was received from a manufacturing representative about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient had difficulty recharging. Currently the ins was discharged and there was no coupling bars on the al screen when hovering over the ins. Caller also reported the recharger was getting hot where the serial number was located on the recharging cord. They stated that the issue began a few weeks ago, but then confirmed it was in august he started having the recharging issue. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported. Additional information was received from the manufacturer representative. It was reported that the patient received a new recharging paddle. The manufacturer representative stated that they did not know if the old recharger was disassembled for analysis, so the cause of the issue was not determined at the time. It was noted that the difficulty charging and discharged implantable neurostimulator (ins) battery had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that the device failed bench testing after finding "no device found" screen and had to be scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.